Event description:
It was reported the screw was found to be loose post-operatively. Initial surgery treated l4-l5. Approx one year later screw loosening was noted. Revision surgery was performed. No further info was reported at the time of this report.